Event description:
It was reported that: in the course of anaesthesia, the vital parameter of the patient were monitored by the iacs system. The patient has a pacemaker, the pacemaker spikes were not detected by the monitoring. The anaesthesiologist could not see in the ECG that the patient has an active pacemaker, after switching a filter (hz) from "monitor" to "off," the spikes were displayed. No patient injury was reported.

Manufacturer narrative:
The investigation is ongoing. Investigation results will be reported in the follow up report.